Manufacturer narrative:
Correction: g2. Report sources- company rep has also been checked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the problem of the patient has been solved in the clinic by reprogramming. There is no oor anymore and stimulation is good. The manufacturer representative (rep) was not there. The rep phoned the patient yesterday (2025-mar-17). All other questions has been asked but were not answered by the patient. The rep had no more information and will get no more information in the future.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received an oor message on their controller and that they cannot increase the stimulation amplitude. Patient services explained possible root causes for oor and advised caller to contact their healthcare provider in order to check the system for possible impedance issues. Caller mentioned that there is a known high impedance on contact 7 and that they had already scheduled an appointment in the clinic for (B)(6) 2025. The issue has not resolved. Additional information was received. It was stated that the patient got an appointment with their healthcare provider on (B)(6) 2025. It was stated that all issues will be cleared on this day. Patient confirmed.

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.